Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 420cc mentor smooth round high profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with catalog number 3503500; serial number (B)(4) on the left side and with catalog number 3503500; serial number (B)(4) on the right side on (B)(6) 2015.